Event description:
Boston scientific received information that the patient implanted with this implantable cardioverter defibrillator (ICD) received anti-tachycardia pacing (atp), then a shock by the device while running a marathon. It was noted that the patient had a ventricular tachycardia (vt)-1 monitor only (mo) zone programmed. It was noted that there were many stored episodes in the mo zone; however, the therapy episode was not visible, thus it was unknown if the atp and shock were appropriate. Boston scientific technical services (ts) noted that most likely the event accelerated out of the mo zone, and into the vt zone where no detection enhancements were then provided. Ts recommended possible programming options. No additional adverse patient effects were reported.

Event description:
Additional information was provided that approximately two months later, the patient was in the clinic for follow-up and the clinician wished to review the previous shock episodes to the patient; however, the episodes were not in the device memory. Boston scientific technical services (ts) discussed that the episodes were overwritten due to how the device prioritizes episodes in the arrhythmia logbook. No adverse patient effects were reported.

Manufacturer narrative:
All available information indicates that this product remains in service. This investigation will be updated should further information be provided.